Event description:
The surgeon was using a stapler when it misfired. The staples came out not sharpened and would not clamp. The surgeon tried multiple times. No delay was noted to the case. No harm to patient was noted. There was no excessive blood loss noted.